Event description:
Caller reported a tandem mobi cartridge alarm, but there was no adverse impact to the customer's blood glucose level. Technical support confirmed a cartridge alarm 30 and, although the issue did not occur during the load process and had not been reported with this specific pump serial number before, consecutive cartridge alarms were noted. As a resolution, technical support decided to replace the pump. The customer was advised to use multiple daily injections (mdi) as a backup therapy, and it was confirmed that the pump was under warranty. To ensure the customer received the most updated device, they were informed that the replacement pump would include updated software. Instructions were provided on how to put the current pump into storage mode and to return it using a pre-paid label. The new device was dispatched without a delivery signature requirement, and the customer acknowledged all instructions.